Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) came to the hospital with a bradycardia episode and asystole. The patient could not be interrogated with the programmer. The patient had symptoms and was vomiting at home. The patient was programmed at 40 beats per minute. Pacing counters were scarcely observed. The ICD has been explanted and a surgical intervention due to therapy upgrade and a new ICD was implanted. No additional adverse patient effects reported.